Event description:
Surgeon reports lens was explanted and replaced due to instability. The surgeon feels the pt, most likely, had unusual anatomy with deep corneal angles but he is also questioning the lens measurement. The pt recovered from the replacement surgery with a visual acuity of 20/20 and no adverse experience.